Manufacturer narrative:
Other relevant device(s) are: brand name: micra. Model #: mc1vr01-delsys / expiration date: 14-mar-2020 / serial#: (B)(4), UDI# (B)(4). No dev rtn to MFR? No. Mfg date: 19 sep 2018. Labeled for single use? Yes. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of the leadless implantable pulse generator (ipg), intermittent pacing failure, high thresholds and poor sensing measurements were observed during multiple deployments. It was noted manipulation of the leadless ipg delivery catheter was carefully performed. It was also reported that the patient experienced a drop in blood pressure, perforation, cardiac tamponade and pericardial effusion. Perforation presumably occurred while shaping the gooseneck curve. Pericardial puncturing was carried out, and drainage was performed twice to remove the pericardial effusion. Following completion of the implant procedure percutaneous cardiopulmonary support (pcps) was introduced, and a thoracotomy was performed to remove the coagulation of blood and thrombus. During the thoracotomy the bleeding site was confirmed in the right ventricular anterior wall. The bleeding site was sutured and the incision was closed. The leadless ipg eventually exhibited favorable measurements following closure of the incision and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.